Manufacturer narrative:
Eval summary: while a definitive root cause cannot be determined with the info provided failures of this type, at the mold weld line, can be due to repeated use and autoclaving. Due to the age of the device, the product exceeded its useful life, due to normal wear. Eval: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the poly broke in half during removal.